Event description:
Device 2 of 2. Reference MFR report #1627487-2014-12023. It was reported the pt was not receiving effective stimulation coverage and she stopped using the scs system approximately nine months ago. The pt's system was explanted. Note the pt received two leads form the same lot number.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.